Event description:
Medtronic received information that approximately three years, nine months, and 14 days following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severe aortic stenosis. The patient reported shortness of breath as a result. Three years, 11 months, and 14 days following implant of the valve, the valve was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.